Manufacturer narrative:
No conclusion code available; a transmitter was returned without the ac power adapter. Final analysis found multiple modem circuit components were damaged and burn marks on the inner casing.

Event description:
It was reported that the transmitter had a power on anomaly.